Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the patient was not visible in the station because the admission (a01/a04) message had not been resent from the source system to the es server, leaving the patient in a registered rather than admitted status. A technical support specialist contacted the customer to obtain the missing patient details and documented them in ephi. The specialist verified on the server that the patient remained in registered status, checked station configuration, data sync, and maintenance, and restarted services, but the patient still did not appear. The customer was advised to have the admission team resend the required admit messages. Queries later confirmed the messages had still not been resent. The case was coordinated with the related ticket, and the customer eventually granted permission to close the case. The system functioned as intended once the troubleshooting and investigation were completed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patients was not loading in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patients was not loading in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.